Manufacturer narrative:
Decision was made to recall based on an assembly issue that was determined as part of an internal investigation. Reference 1825034-2011-008r. This report submitted april 14, 2011.

Event description:
It was reported that patient underwent hip procedure on (B)(6) 2011. During the procedure, an acetabular shell was opened and it was determined that the locking ring was incorrectly oriented. A second acetabular cup from a different lot was opened and also found its locking ring to be assembled incorrectly. The locking ring in the second shell was reassembled to the correct orientation and implanted. A delay of more than half an hour occurred.